Event description:
The pt was treating her knee. The device had a strong surge right before it shut off and the pt received a 0.2mm full thickness burn underneath one electrode. The pt is a wound care nurse and treated herself with bactriban and silver dressing. The burned healed leaving a 0.3mm scar.